Manufacturer narrative:
(B)(4). Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined. There is no indication of a product quality deficiency with respect to MFR, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported that during percutaneous transluminal coronary angioplasty the physician was stenting the ostial to mid left anterior descending artery (lad) with a 2.75 mm x 28 mm xience v. There was a dissection of the mid lad at the distal edge of the xience v during implantation. Reportedly, the lesion was calcified. The physician used another 2.75 mm x 12 mm xience v at the mid lad to treat the distal edge dissection. No pt effects were reported. No additional info was provided.